Event description:
Ongoing problems with failure of wheelchair alarm seat belt used to prevent falls in high risk residents in skilled nursing facility. Wire to belt buckle pulls out of the buckle within a couple weeks of initiating use. Mfg process does not secure wire so it does not become loose with minimal use. Product is alarm seat belt sold by alimed. This product failure could easily result in a resident falling with subsequent minor to serious injury. Reported to alimed senior mgmt on 6/01. Rptr has not had a negative outcome for a resident at this time but the risk is very high.